Manufacturer narrative:
The reported event of failure to advance the stylet/guidewire was not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The stylet was inserted/advanced to the distal region of the lead with no difficulty/friction. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had a failure to advance issue. The rv lead was removed and replaced. The patient was in stable condition.